Manufacturer narrative:
Product analysis: misalignment was confirmed. The connection between the display and printed circuit board (pcb) was cleaned and re-seated, and the stylus was calibrated. A keyboard hinge was found to be broken, and was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was misaligned with the cursor. It was noted that calibration was attempted, but was unsuccessful. It was further noted that a different stylus was used, but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.